Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, intermittently they received no video signal when the tip of the baton was moved. A delay in the procedure of unknown duration occurred. They were able to complete the procedure with a non-verathon laryngoscope. No harm to patient or user was reported.